Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. Review of the device data noted atrial undersensing and inconclusive right ventricular (rv) pacing threshold results. No additional adverse patient effects were reported. The device remains in service.